Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during re-use of abd phaseal¿ protector (p21) on a caelyx vial, by injecting for 2 time some air, balloon of p21 didn't move anymore and by trying to aspirate the product the vial exploded and the bottom of the vial was blown away. All the chemo caelyx was all over the preparing surface. There was no serious injury and no medical intervention needed. Hcw wore a protective clothing. All clothing was removed.

Manufacturer narrative:
H.6. Investigation summary: three picture samples were received for evaluation by our quality engineer. Upon examination of the picture samples, the vial was observed broken, however the defective expansion chamber could not be confirmed through the pictures. Two retained samples from the same lot number were obtained from the manufacturing facility. Upon examination of the retained samples, no damages were found and the expansion chamber functioned properly. A device history record review showed no anomalies during the production of the provided lot number that could have contributed to the reported defect. Based upon the sample analysis, the reported defect could not be verified, therefore, a definite cause could not be determined. If the protector is used more than once, liquid can accumulate over the filter due to oversaturation and can produce significant resistance when air is injected into the vial. If liquid accumulates in the internal face of the vial rubber stopper, the same resistance may occur. It is the first time that a complaint related to a vial explosion is received. The issue was never found during the performance or manufacturing tests. Based on the low severity and frequency of the defect and acceptable results for the retained samples tests and manufacturing process, it was determined that no CAPA is required.